Event description:
It was reported that the customer's insulin pump was damaged. The reservoir compartment was cracked and missing part of the casing. The o-rings were exposed. His blood glucose level was 189 mg/dl. He was advised to disconnect from the insulin pump and revert to a backup plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on display window, cracked battery tube threads and broken reservoir tube lip.